Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had no picture. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e216 scope communication error a root cause could not be identified. Based on the results of the investigation, the likely cause of the no image (snowy image) was due to a damaged plug unit. In addition, the cause of the e216 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a snowy image during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.